Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice. The patient stated that this occurred during the initial drain. During troubleshooting, no abnormalities were noted that could have caused or lead to this system error. The patient started therapy over with new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.